Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the acetabular cup showed evidence of wear. Root cause of the event was most likely attributed to third party debris, joint laxity, subluxation or sub-optimal positioning; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." Under warnings and precautions, number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 4 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." Number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date; evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Manufacture date.

Event description:
It was reported that patient underwent a femoral resurfacing hip procedure on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2015 due to adverse reaction to metal debris (armd) and mechanical complication of the internal joint prosthesis. During the procedure, the resurfacing head and shell were removed and replaced.